Event description:
During a routine phaco surgery, some particles came loose from the surface of the microflow needle and were flushed into the eye. Upon close exam under the operation microscope, the particles appeared to have come from the hub area of the needle.